Manufacturer narrative:
A boston scientific technical services consultant documented the reported clinical observations and discussed programming options. The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this atrial lead was exhibiting low sensing measurements and dislodgment is suspected. No adverse patient effects were reported.